Event description:
Pt admitted 1/27/97 after falling off bed injuring right foot. Felt to have cellulitis then of foot. Groshong catheter placed 2/12/97 for long term antibiotic therapy for treatment of osteomyelitis. Catheter placed in the rt. Superior vena cava. On 2/17/97, mother reported groshong leaking above "yellow thing". Pt returned to hospital on 2/18/97 for repair of catheter. Mom again reported on the next scheduled visit that the catheter broke again and repaired it. Child then admitted to hospital 2/25/97 for duration of IV therapy due to mom repairing cath.